Event description:
As reported by the end user hospital, the custom kit was set up and when they drew back the syringe there was air coming into the system. They used another kit and it was fine. May be an isolated event,. There was no patient injury.